Event description:
It was reported that a malfunction alarm occurred with a specific code, and the customer had experienced at least three occurrences of this issue on the pump. There was no information provided about any adverse impact on the customer's blood glucose level. The customer reverted to an alternate form of insulin therapy to ensure insulin delivery was not interrupted, and technical support arranged for a replacement pump to be sent.